Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lots, 9059668 and 8052763, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the product was missing the filter plug. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was most likely a human error during the filling process. The packages are manually filled onto the production machine and the plug might have fallen off. However, without a physical sample available for investigation the engineer could not be entirely sure that there weren't other factors.

Event description:
It was reported that the insyte 24ga x 0.75in had no air outlet filter before use. Lot# 9059668 was reported to have had 1 occurrence of this event, while lot# 8052763 was reported to have had an unspecified number of occurrences of this event. The following information was provided by the initial reporter, translated from spanish to english: "insyte 24g catheter, closed container, inside it is the absence of the air outlet filter."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9059668, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-03, medical device lot #: 8052763, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24 ga x 0.75 in had no air outlet filter before use. Lot# 9059668 was reported to have had 1 occurrence of this event, while lot# 8052763 was reported to have had an unspecified number of occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "insyte 24 g catheter, closed container, inside it is the absence of the air outlet filter."